Event description:
Used philips alice one night home sleep study. Model number: 1113277x with finger model: 3017lp taped as instructed. Woke with puffy face and swollen finger on left hand with red throbbing region across tip of finger, and once sensor removed noticed red swollen spots where cuticle meets nail-bed and on first knuckle, in addition to a bluish bruise where a round sensor was on finger pad that all were very tender for several hours. The sensation of touch and feel still hasn't returned approximately 24hrs later. The tip of my finger feels and looks like it was burned. I had original instructions to wear two nights. The second night ((B)(6) 2024) I wore finger sensor on my thumb and did not tape it or cannula. I still woke with puffy face and my thumb had red irritation on first knuckle and slight tenderness where sensor pad was on thumbpad. It's been an hour since removal. I will be reporting this to the lab that issued it when I return it today, and notifying my pcp (primary care physician).